Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on 11-5-2022 for transmitter with serial number (B)(6) however, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss was found for serial number 8emrsn within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over 1 hour occurred on (B)(6) 2022 for transmitter with serial number (B)(6) however, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ additional g3. Date received by manufacturer - additional h2: additional information /device evaluation h3a device evaluated by mfg - additional h3b: evaluation included - additional h6: event problem and evaluation codes ¿ additional

Event description:
It was reported that signal loss over an hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).